Event description:
During a routine check of the unit, the company rep observed that the unit failed to autofill.

Manufacturer narrative:
The company representative replaced the power supply. The unit was teste to factory specification. It functioned normally and was returned to the customer on 11/21/97.